Manufacturer narrative:
Product complaint # (B)(4). Clinical code: (B)(4). Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   Additional information was requested and the following was obtained: the diagnosis and indication for the initial surgical procedure? Stress incontinence did the patient experience any symptoms following the index surgical procedure? Onset date? Unk other relevant patient history/concomitant medications unk what is physician¿s opinion as to the etiology of or contributing factors to this event of bladder perforation? Unk was medical/surgical intervention required to treat the bladder perforation? If so, please provide dates and surgical findings. Awaiting a second surgery what is the patient's current status? Good if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on an unknown date and the mesh was implanted. During surgery, the patient encountered bladder perforation. The patient is awaiting a second surgery. The patient's current status is good. No additional details provided.